Manufacturer narrative:
The device was returned and customer allegation could not be confirmed. There were few additional findings. The light guide tube was leaking. The device had multiple non-olympus parts ¿ distal end cover, bending section cover, adhesive of the bending section cover, light guide lens and insertion tube. Peeling of the objective lens adhesive was noted. The light guide tube had a hole/cut. The angulation lever and control knob was broken. All labels were worn out and peeling. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the image from the bronchovideoscope went dark while on patient during a bronchoscopy procedure. There were no error messages that occurred due to the failure. The duration of procedure was 30 minutes. The procedure was completed with a similar device without any delay. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the light guide tube leak and fluid invasion on the device which occurred during user handling, causing abnormality of electrical parts. The event can be detected/prevented by handling device in accordance with the following instructions for use: "· inspection of the endoscopic image" "·troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage." Olympus will continue to monitor field performance for this device.